Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh and polyform were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
This medwatch report is being voided as it is a duplicate of medwatch report # 2210968-2013-14552. Please see medwatch report # 2210968-2013-14552for all the information regarding this event.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.